Event description:
It was reported that the 9800 system cine play back is not working. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive, image processor, cine bridge, and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.